Event description:
It was reported, the patient was having a spinal surgery when the orthopedic team accidentally cut the catheter. It was stated they insisted the pump be stopped and refused to put it in minimum rate. It was noted, the manufacturer's representative (rep) left the wrong revision kit with them, so another rep delivered the spinal segment revision kit. It was noted, the catheter was repaired and reinserted. It was noted the pump resumed and the patient had no withdrawal symptoms and they recovered fully.

Manufacturer narrative:
Product ID 8709sc, lot# b0890564k; product type catheter. (B)(4).